Event description:
The customer reported the system displayed errors with the left monitor.

Manufacturer narrative:
The site and operational checkout of system showed intermittent sound from the monitor followed by vert sweep failure. He ordered a replacement monitor and after installation. No further problems were evident. The system operates as intended.